Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Wife states that on 4:00pm on (B)(6) 2014, the customer got an aviva system blood glucose result of 587 mg/dl. Customer felt ok, gave himself 30 units of humalog. At 4:10pm he got a reading of 80 mg/dl. Wife states that the customer did not look good at this time, so she gave him 4 oz of orange juice. Wife states that the customer would have been able to retrieve the orange juice on his own, she went to get as a convenience to him. Customer was able consume the orange juice. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.